Manufacturer narrative:
The t3 reagent lot number was 77885401, with an expiration date of 31-may-2025. Calibration and control data were acceptable. The field service engineer determined an assay cup was stuck in a rinse station, preventing the nozzles from getting rinsed properly. The nozzle alignment was adjusted. An instrument check was performed and passed. Precision studies were performed and recovered within specified ranges. Quality controls were tested. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received questionable results for approximately 36 patient samples tested with elecsys t3 on a cobas 8000 e 801 module. The customer observed that a nozzle was bent and it was then straightened. Quality controls were run and both levels were outside of range. Patient samples were then repeated on a second analyzer and the result difference was > 21 ng/dl. The repeat values were deemed correct and some values were corrected. The customer provided examples of two patient samples with discrepant t3 results. The customer complained the initial values showed different clinical interpretations in comparison to the repeat values. The first sample initially resulted in a t3 value of 126.0 ng/dl and it repeated as 94.3 ng/dl. The second sample initially resulted in a t3 value of 73.9 ng/dl and it repeated as 50.5 ng/dl.